Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with reflin (1gm, once daily, injection, ip) and tobramycin (40mg/day, injection). The outcome for peritonitis was unknown. It was not reported if tobramycin remedial treatment continued. Reflin remedial treatment was ongoing and the patient remained hospitalized. It was not reported whether dianeal therapy was ongoing. A causality statement was not reported.